Manufacturer narrative:
Catalogue # - a partial product code of 35700 was provided. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had struggles with vasopressin and alarmed upstream occlusion ever since vasopressin started coming in glass bottle. The nurses confirmed that they were opening the vent. The event happened during medication treatment at unit 6c. There was no report of patient injury or medical intervention associated with this event. No additional information is available.